Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three kinked cannula events from (B)(6) 2025. The issues occurred with three similar types of infusion sets used for about a day and site was upper buttocks. The symptoms were noticed three or more hours after insertion. The site was enflamed. The blood glucose level of the patient was high which was treated with multiple daily injection. The customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.